Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to not reading the instructions for use thoroughly and the subsequent mismanagement of replacing the water filter. The event can be detected/prevented by implementing the following in accordance with below instructions for use: [oer-6 instructions, operation manual] chapter 7 routine maintenance section 7.3 replacing the water filter (maj-2317) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Warning ·replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus the oer-6 could not drain water sufficiently when replacing the water filter. The user facility had 17 units in total. Regarding the tube attachment, the person in charge at the facility confirmed there were no problems with the procedure and the situation after. The water filters were not replaced every month and it operated for about half a year. There was no report of patient harm associated with this event. (B)(6).